Manufacturer narrative:
Report number: 1038671-2023-02303 d10 concomitants: 02-010-03-0350 - logic cr femoral cem, right, sz 5, (B)(6); 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t, (B)(6); 200-02-38 - three peg patella 38mm, (B)(6). The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02303. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and loss of range of motion, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2013 due to end stage osteoarthritis. Approximately 2 years and 8 months after the initial procedure the patient had a right knee revision on (B)(6) 2015. Patient experienced prothesis wear, pain, synovitis, scar tissue, loss of range of motion and ankylosis. Revision op report postoperative diagnosis: fibrous ankylosis, right knee, with loose femoral component. The surgeon noted that after resection of the posterior cruciate and notch, the component appeared to be intact, but on gentle manipulation it easily loosened removing the metal from the overlying cement that stayed on the bone. The tibial base was still intact and left alone. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.